Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in 4 segments. Final analysis found external insulation abrasion at 6.0-7.0 cm from the distal end of the svc shock coil consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.